Event description:
The pt receive two supra-orbital (off-label) leads with the same lot number. The pt also has an off-label occipital scs system. This report pertains to the supra-orbital pns system. It was reported the pt's right supra-orbital lead was eroding through the forehead. As a result, the physician explanted part of the lead due to risk of infection. The pt was hospitalized and cultures were taken. Per the physician, the plan is in the explant the remaining portion of the lead and re-implant a new lead at a later date. Follow-up identified the pt is receiving vancomycin intra-venously for 6 weeks due to findings of rare yeast and bacteria in the area, after which the pt's wounds will be re-cultured. It was reported the skin appeared intact. Surgical intervention will be taken pending culture results and clearing of the wound in the forehead area.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was corrected, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.